Manufacturer narrative:
(B)(4). The device was not returned, which may have assisted in determining a root cause. The lot history record was reviewed and identified no exceptions related to this lot for inflation issues or leaks. The complaint history for this lot was reviewed and identified no similar incidents. Based on an expanded evaluation, it is possible that the inflation issue may be related to manufacturing. Manufacturing was notified and corrective actions (if any) will be processed per internal operating procedures. This issue will continue to be monitored.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion in the proximal femoral artery with 100% stenosis. The 6.0x250mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion with no resistance noted and inflated to 8 atmospheres; however, a leak was noted between the shaft and the hub. The bdc was replaced with another balloon catheter and the procedure completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.